Manufacturer narrative:
(B)(4). Concomitant medical products: unk head, pn unknown, ln unknown, unknown cup, pn unknown, ln unknown, unknown stem, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05054. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial left tha at an unknown date. Subsequently the patient has been indicated for a revision, however, a revision has not been reported. Provided xray indicates dislocation. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. Unable to perform a compatibility check. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.